Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified .as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was noted that patient line extensions were connected after priming, which is a known cause of alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also instructs the user to connect the patient line extension to the patient line prior to priming. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in line / set) occurred on the homechoice (hc) device during initial drain of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the alarm. During the troubleshooting, it was determined that the caregiver (cg) added the patient line extension after the prime was completed and then connected the hp and started the drain. The technical service representative (tsr) explained the alarm, reviewed proper procedures and had the cg cycle the power on the hc to clear the alarm. The tsr advised the cg to start over using new supplies to complete the therapy for the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.